Event description:
An implant form was received confirming that the patient's generator has been replaced due to a prophylactic battery change. The explanted product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient has complaints of generator migration and a stinging sensation at the lead site. The patient has been scheduled for a vns replacement surgery. The clinic notes received as part of the referral process mention that the vns is "out of place, causes pain, and has a very low battery charge." The patient states that the vns stimulation hurts going up his neck. The vns was checked, and the lead impedance was within normal limits indicating that the lead is intact. Further follow up with the physician's office informed that the patient's pain was related to vns migration to the patient's under arm. It was noted that the patient has been like this for close to a year but wanted to wait until battery needed to be replaced. The physician is unsure how the migration had occurred as there was no trauma, no weight loss, and no manipulation contributing to the event. Per the physician surgery is for both patient comfort reasons and to preclude serious injury. The patient will also be replaced as the vns battery shows an 11% charge. No known surgical intervention has occurred to date. No other relevant information has been received to date.